Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) code, indicative of the device taking between 20 - 44 seconds to charge to the desired target energy shock. Review of the device data confirmed the lc code was not preceded by a device charge, thus causing engineers to believe it was caused by random memory corruption. The most recent capacitor reform performed resulted in a normal charge time. The s-ICD has now been confirmed to be depleting normally and there is no further indication of any abnormal charging times. The s-ICD remains in service and there have been no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.